Event description:
Infection developed and not osseointegration was achieved after concurrent placement of pepgen p-15 putty bone grafting material and an implant. As a result, it can be presumed that another surgical procedure would be necessary to achieve the desired results and preclude permanent damage to a body structure that would not be trivial.